Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a causal association between the patient not completing pd treatment for a few days (non-compliance) and subsequent hospitalization for fluid volume overload. The patient alleged the liberty cycler was experiencing unknown drain alarms for a few weeks and per the nurse, the patient became frustrated with using the device and decided not to perform pd treatment. At the time of this clinical investigation it cannot be determined if the liberty cycler was performing as expected as the product investigation is still pending; however, there are multiple factors that could have contributed to drain complications during dialysis, including potential issues with the pd catheter (not a fresenius product) which are known to occur in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that they are currently in the hospital because the liberty cycler "stops" out of "no were" during the drains and that they are not able to complete their treatments. Upon follow up, the pdrn stated the patient was not using the cycler due to alarm issue. The patient got irritated and shut off the cycler and did not do treatment on the cycler for a few days. The pdrn stated that the patient felt unwell and had possible fluid overload. The patient was admitted to the hospital and pd treatment was performed. The patient was still in the hospital and recovering per pdrn.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed. The external visual inspection showed there was heater tray discoloration on the top surface on cycler exterior (physical damage). There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification passed. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.